Event description:
The customer reported the patient pulled out the ng tube. The radiopaque tip was missing when removed. A new ng tube was inserted. X-ray confirmed and noted to have two radiopaque ends. An ogd (oesophago-gastro-duodenoscopy) with procedural sedation was done and the broken tip was retrieved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One incomplete device without the original packaging was received for investigation. Only the broken tip was received. The tip was inspected, and a balloon shape was observed where the break occurred. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on all available information, no conditions were found that could trigger the reported condition. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. All information received will be used for further tracking and trending purposes.